Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination could not be performed. There was no ivl device malfunction reported. Based on the provided information, the patient experienced left circumflex (lcx) and left main (lm) artery perforations. Covered stents were immediately deployed however, under imaging, there was still presence of bleeding. The patient was emergently transferred to the operating room for surgery to stop the bleeding. However, the patient coded and subsequently expired. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that after a patient had a ventricular heart pump procedure due to coronary artery disease (cad), the patient underwent a percutaneous coronary intervention (pci) using the shockwave c2 coronary intravascular lithotripsy (ivl) catheter to treat a concentric de novo lesion located in the proximal left anterior coronary (lad) and circumflex (cx) arteries. The balloon successfully delivered 40 pulses in each vessel. Post ivl procedure, a drug-eluting stents (des) were deployed in the left circumflex and proximal lad. The lad and the cx were post-dilated with non-compliant (nc) balloons. Following post-dilatation and contrast injection, the patient's blood pressure was observed to be dropping. After further imaging, it was discovered that the left cx and the left main (lm) were perforated. Covered stents were immediately deployed to treatment the perforations. Angiography showed the bleeding had subsided however, due to the stability of the patient, and the echogram still showing bleeding, the patient was emergently transported to the operating room (or) for surgery to stop the bleeding. After the surgery, the patient was transferred back to the ICU on impella support and was returned to surgery the following morning in an attempt to find and stop the bleeding, which was unsuccessful, and the patient coded and subsequently expired.